Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that malfunction in the power module. The dfm100 ac power module (453564488951) was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be due to the malfunction of the power module. The reported problem was confirmed. Reporter first name: (B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device monitor was not switch on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.